Event description:
It was reported to philips that the device failed the functional check. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device failed the functional check. There was no patient involvement. The field service engineer (fse) evaluated the device and found the ECG cable need replacing. The device needs a trunk cable and a grabber cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the trunk cable and or grabber cable, the replacement trunk and grabber cables for which was ordered to customer. The customer to install cables. The device remains at the customer site and no further evaluation is warranted at this time.